Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minute timeframes: 170mg/dl, 117mg/dl, 145mg/dl, 59mg/dl and 321mg/dl. No reported actions taken based on the results. No adverse event reported. New system sent to customer and return requested.